Event description:
Nurse inserted balloon and catheter into the rectum and inflated balloon. Patient was unable to deliver balloon into commode. Nurse deflated balloon and remove catheter. Balloon was found to have been missing from the catheter. Upon evaluation it was noted that patient had retained balloon in rectum. A flexible sigmoidoscopy had to be performed to remove the balloon.